Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot database for the reported lot# 3286571 (mfg. 07/2016) showed (B)(4)units were mfg. Tested inspected and released. There were no exception documents generated during the lot builds. Pending receipt.

Event description:
Int'l. ((B)(6)) complaint received reporting flow/leakage issues with use of unspecified dialysis set-ups and d1000 tego connectors. The initial information received reports the 09/12 event as follows "new - out of package ..cap applied to a patient's dialysis catheter - slow flow through the cap with blood leakage. Removed immediately.". There were no reported adverse patient consequences.